Manufacturer narrative:
Supplemental report being filed following the initial MDR report 1423537-2021-00703, since the device sample was received for evaluation. From the device history record (DHR) of lot #210504-04-sh, no exception was recorded in the device history record that could lead to the reported incident. 4 pieces of samples were returned for investigation. Visual test and suction test were conducted. No lint was found. The linting data is 0.07g/4pcs. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling and dyeing and cutting process, the suction process was added before product's final folding per standard operation procedure requirement, linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces), and in the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. We will continue to monitor the trend of this type of incident.

Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review for lot# 210504-04-sh did not indicate any exception that could lead to the reported incident. The average linting data is 0.178g/10pcs no sample was available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process and cutting process; the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement; linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces); in the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported during a cardiac surgery, lint residue was left on the skin of the patient when trying to remove the excess chlorexidine used to disinfect skin of patient. There was no adverse event or injury.